Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse effects: none. It was reported that during an unspecified procedure, the fox plus balloon would not inflate. A second fox plus balloon was used successfully. There was no adverse patient sequela. Out of the patient, the balloon was attempted to be inflated with an unspecified liquid. The liquid leaked out of the balloon from what appeared to be a hole. There was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). The device has been received; however, the investigation is not yet complete.